Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-feb-12 reporting that the patient was admitted to the hospital. Patient was to have device explanted but declined stimulator removed due to the stimulator being effective. The patient agreed to going into the operating room and having the physician inspect the incision site, clean, and irrigate it. The physician was able to clean incision sites and they did not appear to see any signs of infection. The device was still in the patient and the patient was reported to be pleased. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that they received a phone call from the patient on (B)(6) 2020 and stated that her incisional site in her lower back over the top of her ins had come open. The rep reported that after some discussion the patient told the rep that it was just the top layer of skin (superficial) where the glue was. The rep reported that there was no pus or discharge coming from this site. The patient didn¿t know how this happened. The patient called to see if it was related to charging the ins. The rep informed the patient that it wasn¿t related to charging the ins. The rep reported that the patient did have a fever a few days prior to the incisional site opening up. The patient¿s temperature was roughly 101.7f on (B)(6) 2020 and was now down to 99.9f. The patient hadn¿t taken any tylenol or ibuprofen for the fever. The rep reported that the patient stated there were no other physical symptoms noted. The rep informed the patient that she needed to keep the site clean and dry and contact the implanting physicians office first thing in the morning. The patient was calling for piece of mind because absolutely didn¿t want to go to the emergency room. The rep reported that the patient has had some ¿tingling¿ in her upper back on the side that the extensions were originally tunneled to during the trial, but no real issues. This sounded like a normal healing process to the rep. The rep called the physician¿s office on (B)(6) 2020 to make them aware of the issue. The rep reported that the physician¿s nurse stated that the patient did present to the facility to be seen and that her incision over the ins was ¿wide open¿ and also the incision in her thoracic region from the lead implantation was wide open as well. The patient informed the nurse that they had been open for a few weeks. The rep reported that the incision appeared to be black. The rep reported that the patient had inflamed lymph nodes in the groin and as well as supraclavicular lymph node enlargement and a sore throat. The rep reported that the patient had to go back to work the day after implantation because she was not allowed to take anymore time off of work. The patient was directly admitted to the hospital and the system would be explanted on either (B)(6) 2020 or (B)(6) 2020. The rep noted that the patient didn¿t know how the incision opened, she didn¿t fall or hit it against anything. No further complications were reported.